Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported that the buttons on the insulin pump were not responding normally. Customer stated that the buttons had to be pressed many times before they would respond. Blood glucose level was not provided. No further information was provided.